Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. However, an absolute root cause could not be established.

Event description:
It was reported that the bd sedi-40 had a lot of llo messages from the instrument, and the seditainers are filled ok, over level mark. When they rerun the tubes, the instrument are ok and they get no messages